Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 9297926 d4: medical device expiration date: 2022-10-31 h4: device manufacture date: 2022-10-31 d4: medical device lot #: 9297977 d4: medical device expiration date: 2022-10-31 h4: device manufacture date: 2022-10-31 h6: investigation summary photos in a pdf were received by our quality team for evaluation. The photos in the pdf are not clear and the team is unable to locate the bd product in these photos. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no clear photos or samples were received, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported venflon pro safety 18ga 1.3mm od 32mm l had a needle breakage, requiring medical intervention. The following information was provided by the initial reporter, translated from italian: "the purpose of the following investigations is to determine the cause of the rupture that occurred on a safety cannula needle when it was inserted on a patient.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported venflon pro safety 18ga 1.3mm od 32mm l had a needle breakage, requiring medical intervention. The following information was provided by the initial reporter, translated from (B)(6): "the purpose of the following investigations is to determine the cause of the rupture that occurred on a safety cannula needle when it was inserted on a patient."